Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 76" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the pace/defib assembly was replaced to resolve the malfunction. The device was recertified and returned to the customer. The pace/defib assembly was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty relay on the pace/defib assembly. Analysis for reports of this type has not identified an increase in trend.